Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a bright dot and extra lines when powered on. The complainant indicated that there was no pt involvement in the reported failure.